Event description:
The following was reported to davol via the attorney for the patient: on (B)(6) 2006--patient underwent a ventral hernia repair during which a bard composix mesh was implanted. In 2006, the patient developed entero-cutaneous fistula, a severely infected abdomen and other medical complications. The decedent did not discover the presence of the fistula or infected patch/abdomen until she became severely ill and underwent surgery in (B)(6) 2010. On (B)(6) 2010--unable to recover from the medical complications, the decedent died on (B)(6) 2010.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned and the request for add'l info has not been responded to. No conclusion can be drawn at this time. Add'l info including patient info, copies of medical info/records and death certificate/autopsy report have been requested. A DHR and review of mfg records has not been conducted, as no specific product code or lot number was provided.